Event description:
The hcp reported the pt had redness and wound dehiscence around the battery site starting a few days after surgery. The extension wire eroded through the abdominal wound. The pt was treated with clindamycin for 1 week with no effect. The pt was afebrile; the pt's white count was normal and the pt generally felt well. No tracking or redness to the spine was noted. Cultures were sent for gram positive cocci in clusters; isolated entercocci and staph aureus were identified. The pt's neurostimulator and the proximal end of the extension were removed. The lead and the distal end of the extension remained in place. The pt was discharged home on clindamycin 450 mg tid. Refer to medwatch report # 3004209178200702018.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.